Event description:
On (B)(6) 2011 customer reported a leak from the hydropneumatic system in the dxc 600i instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed the leak was actually running into the reagent carousel compartment, and not into the hydropneumatic system. Fse replaced the collar wash vacuum waste valve and this resolved the issue. Repair was verified per established procedures and no further leaks have been reported.

Manufacturer narrative:
(B)(4).